Event description:
At about 4 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (b)(3) 2023. Lot 2111104: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.